Event description:
Philips received a complaint by the customer on the v60 indicating that devices display is flashing intermittently. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The device was being used to create a treatment plan for respiratory assist. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer has a v60 and respiratory stated the display is flashing intermittently. Biomed cannot duplicate the issue. The touchscreen was calibrated even though it seemed to be working fine. Biomed hit the side of the display and the screen was steady, nothing was flashing. The rse recommended for him to check with respiratory and find out more information. Also stated for them to run the unit for a couple hours, then perform the performance verification test. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.